Event description:
Doctor was performing a thoracentesis procedure on a patient. When doctor rotated the needle, he noticed the catheter tip was no longer there and 4-5cm had lodged in the chest wall. The patient was in no harm and the doctor asked the patient if he wanted to undergo additional surgery to removed the tip and the patient declined.